Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other two perclose proglide devices, referenced are filed under separate medwatch manufacturer report reference numbers. Evaluation summary: analysis was performed on the returned device. The reported cuff miss/suture retrieval issue was confirmed. The investigation determined the reported difficulty appears to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the mildy calcified right common femoral artery was attempted using three proglide devices via a 6f sheath after a percutaneous transluminal coronary angioplasty of the left anterior descending artery. Reportedly, cuff misses occurred with all three proglide devices. A new proglide device was used to achieve hemostasis. There was oozing noted but no significant impact to the patient due to a reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.